Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure, ¿reporter¿s registrar dialed the gun down into ¿safe to fire zone¿. As the gun was fired, indicator moved from the green zone into the white, leading to partial firing of staples without cutting. The gun was then dialed down again into the green zone and re-fired ¿ as the gun had already stapled, it failed to staple and cut only, leading to a failure of the colon joint.¿ it is unknown how the procedure was completed. There were no adverse consequences for the patient.